Event description:
Pt underwent initial surgery in (B)(6) 2011. At that time the pt had a laparoscopic incisional hernioplasty with a 20x25 cm physiomesh. On (B)(6) 2011, pt was taken to operation room due to persistant abdominal pain mostly on her right side that had been present since surgery, but has been getting worse. She underwent recurrent hernia repair. During the procedure md noted a 1cm hole in the center of the msh with fat and a lump and bowel protruding through the hole. Mesh hole was repaired.